Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failed to deploy for biliary indication.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted to treat an obstructed common bile duct during a common bile duct drainage procedure performed on (B)(6) 2025. During the procedure, the first flange of the stent deployed, but it did not expand. The stent was removed from the patient partially deployed. The flange eventually expanded after it was removed from the patient. Another axios stent was used to complete the procedure. There was no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the common bile duction to treat an obstructed common bile duct during a common bile duct drainage procedure performed on (B)(6) 2025. During the procedure, the first flange of the stent deployed, but it did not expand. The stent was removed from the patient partially deployed. The flange eventually expanded after it was removed from the patient. Another axios stent was used to complete the procedure. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Blocks g2 (report source) and h6 (device code) have been corrected. Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf impact code f2301 captures the additional device used to complete the procedure for biliary indication. Block h11: an axios stent and electrocautery enhanced delivery system was received for analysis. Visual examination of the returned device found the stent partially deployed, with the first flange not expanded as expected. During functional inspection, the catheter was unlocked by sliding the catheter lock to the right, then the catheter control hub was moved up and down. The catheter passed through the luer without resistance. Additionally, the stent hub was moved to the second and fourth positions. The stent was successfully deployed, and no issues were observed. No other problems were noted with the stent or delivery system. Product analysis confirmed the stent first flange failure to expand. Factors such as compression, time, temperature, and humidity can adversely affect stent expansion rates. However, due to insufficient evidence and limited details from the complaint, the root cause cannot be determined. Taking all available information into consideration, the investigation concluded that the most probable cause is cause not established. A labeling review was performed, and from the information available, this device was used per the directions for use (dfu) / product label. Additionally, stent partially deployed is noted within the IFU as a possible adverse event associated with the use of the device.